Event description:
Subsequent to the previously filed medwatch report, the following new information was received. The procedure was to treat a lesion located in the intermediate branch that was mildly calcified and mildly tortuous. Resistance was felt during advancement of the stent delivery system to the lesion; however, it was able to cross. The stent delivery system was removed without issue with the stent implant securely crimped on the balloon. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The 2.5x33 mm xience prox stent delivery system (sds) was advanced to the target lesion. During inflation of the stent delivery system balloon, at an unknown pressure, the balloon ruptured. The sds was retracted from the anatomy without issue. A new xience prox stent delivery system was used successfully for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.